Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the leads passed visual and photographic imaging tests performed. The leads revealed no anomalies.